Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported a laparoscopic nissen tray was opened. Four 511sd trocars tore at the gasket with the single passage of one device. Four individual 511s were opened without incident. The case progressed without further incident. There was no consequence to the pt.